Manufacturer narrative:
A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported the patient was diagnosed with an infection at the lead sites. The patient was prescribed antibiotics to treat the course of the infection. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the full drg system was explanted to address the issue. During the explant procedure, the leads were reported to have fractured, and as such were partially explanted (related manufacturer reference numbers: 1627487-2024-12287, 1627487-2024-12288).

Manufacturer narrative:
Date of event is estimated.